Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. The returned product was investigated. A cannula kink was found under microscopic guidance. No biomaterial or foreign material was found around the inflow and outflow cages, or impeller blades. No other abnormalities were seen. The pump was successfully primed and run in the lab. No low flows were reproduced, and the pump performed as per specifications. Data logs were returned for analysis. Data log analysis confirmed the low flow rate. Suction alarm was also seen, as were the impella position in ventricle alarms. No other abnormalities were seen. Clinical details mention that a cannula kink was noticed after impella insertion and flows were unable to get higher than 1 l/min due to the patient's tortuous anatomy. The patient had a short aorta and a steep turn angle to the left ventricle. Low or blocked pump flow: the root cause of the low or blocked pump flow was most likely cannula kink based on the clinical details provided and data log analysis. The root cause of the cannula kink was most likely due to the patient's tortuous anatomy based on the provided clinical details. Patient anatomy or condition prior to therapy: the cause of the patient's tortuous anatomy was patient condition related based on provided clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that due to the patient¿s anatomy¿specifically a short aorta with a steep turn angle to the left ventricle¿after impella cp insertion, the cannula was observed to be kinked. This resulted in restricted flow, with the device unable to achieve more than 1 l/min. The physician decide to replace to a new device. There was no patient harm.